Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. The patient status was ok following the replacement surgery. Boston scientific has been unable to obtain additional information regarding the circumstances.